Manufacturer narrative:
Device evaluation conclusion: the guide wire was received at csi for analysis. Visual examination revealed a fracture at the spring tip. The tip of the wire was not received. The wire was sent for scanning electron microscopy, which suggested that the wire been pulled through something since there are axial marks on the surface of the proximal adhesive bond. The fracture exhibited ductile dimples, possibly from being manipulated or caught and pulled to fracture. The adhesive bond was intact and showed spring coil impressions, which indicates the joint was originally sound. At the conclusion of the device analysis investigation, the reported fracture was confirmed, but the root cause of the fracture is undetermined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The spring tip of the viperwire guide wire fractured after it was advanced into the right coronary artery (rca), which was heavily calcified. An attempt to snare the fragment was not successful, and a stent was deployed in the proximal rca over the fragment. The patient remained stable throughout the procedure. Treatment with atherectomy was not performed.